Manufacturer narrative:
This report was created to capture the 2 post procedural complications and the 3 retreatments post pipeline procedure from the article: zanaty et al. Flow diversion versus conventional treatment for carotid cavernous aneurysms. Stroke. 2014; 45:2656-2661. (B)(4).

Event description:
Information received from the article: zanaty et al. Flow diversion versus conventional treatment for carotid cavernous aneurysms. Stroke. 2014; 45:2656-2661. One hundred fifty-seven patients with no difference in mean age and mean sex harboring aneurysms located in the cavernous segment of the ica (internal carotid artery) were treated with pipelines, coils (stent assisted), and carotid vessel destruction. Procedural complications, angiographic results, and clinical outcomes were analyzed and compared. . The patients treated with pipeline had a significantly lower proportion of small size aneurysms (<10 mm) and a shorter follow-up duration. Fifty nine patients received pipeline devices and 48 of those patients achieved complete occlusion of the aneurysm. Out of the 59 patients who received pipelines, one patient had an aneurysm rupture post treatment and one patient had a hemorrhagic stroke post procedure. Three pipeline patients required retreatment after the initial procedure due to either recanalization, failure of occlusion, or worsening of symptoms. There were no procedure related deaths.